Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-19432. It was reported the patient has pain at the ipg site and the lead incision site. The patient experiences nausea when turning stimulation on. The patient experiences increased pain after stimulation is turned off. The patient wants the scs system replaced. The patient will meet with the physician as the next course of action.

Manufacturer narrative:
Correction number: this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.